Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hemorrhage and medication are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Clinical study name: (B)(4). Clinical study patient ID: (B)(6). It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an amulet left atrial appendage implantation interventional procedure with a 14f sheath. Reportedly, there was blood oozing at the access site after the patient began walking. Medication and manual suturing were used to treat the bleeding. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.